Event description:
The lay user-patient called lifescan in 2005 alleging that her one touch ultra glucose meter would not power on. On an unspecified date the patient was not able to turn the meter on while experiencing vomiting. She claims her roommate had called emergency services when she became incoherent and was percieved to have an "insulin reaction." The paramedics administered an unknown treatment. She did not specify if the reaction was from too much or too little insulin. Additionally, she refused to go to the emergency room. Customer services verified that her batteries were under one year old, battery contacts were in good condition, battery was correctly installed, and the correct type of testing strips was being used. Her meter is being replaced.